Manufacturer narrative:
Device is a combination product. (B)(4). Synergy mr, ous, 2.5 x 12mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged along its entire length with stent struts squashed and misaligned. The proximal end of the stent had moved 4mm in a distal direction from the distal end of the proximal markerband. The distal end of stent moved distally over the distal markerband. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to advance and withdraw the device. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the circumflex artery. A 2.50 x 12mm synergy¿ drug-eluting stent was advanced but did not cross the lesion. The stent was replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on the balloon.